Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fbf instrument for failure analysis evaluation. The instrument was found to have a broken grip tip at the base of grip with a detached fragment.

Event description:
It was reported that during a da vinci-assisted total colectomy procedure, the tip of a fenestrated bipolar forceps (fbf) broke off while being removed from the port. The surgeon confirmed that the tip had been manipulated with another instrument, which led to the breakage prior to removal. A fragment fell inside the patient and was retrieved during the same surgical procedure which was completed robotically. No additional surgical intervention was required. The patient did not experience post-surgical complications or require a return to the hospital.